Event description:
Per pharmacist's narrative, veteran recently converted from novofine pen needle 30g 8mm to pen needle 32g 4mm. Veteran called stating difficulty with new pens, insulin running down his belly on multiple occasions. Veteran was educated on proper technique, stating he has done this for years without issue. Appears higher doses of insulin increase likelihood of failure to deliver full dose of insulin. Currently on 25-30 units novolog pen tidac. Used pen needle as directed for insulin injection; 1 units - prn - sq: (B)(6) 2018 through (B)(6) 2018.